Manufacturer narrative:
Correction information was provided in b.5., h.6. And h.11. On initial MDR the FDA patient code e2401 and FDA health impact code f24 was an error. It should have been e2403 and f26 respectively on the original MDR on initial MDR the eval method code b17 was an error. It should have been b20 on the original MDR the manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after the intraocular lens (iol) implantation, the surgeon noticed a small bubble in the lens material. The bubble remained at the very edge of the lens and did not cause any optical issues for the patient. There was no patient harm. The lens was left in the eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after the intraocular lens (iol) implantation, the surgeon noticed a small bubble in the lens material. The bubble remained at the very edge of the lens and did not cause any optical issues for the patient. Additional information has been requested.